Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.6 hardware: iphone17.2 cgm sensor type: g7.

Event description:
It was reported that the patient had experienced hypoglycemia. The patient reports accidently putting in 20 unit of insulin into the bolus calculator instead of 20 grams of carbohydrates. The patient reports they had lost consciousness. The patient reports their spouse had administered baqsimi (glucagon) and they had immediately regained consciousness.